Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown cup.additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that surgeon was doing a left hip revision due to mal position of cup. Primary case was done in (B)(6) in 2009. Surgeon replaced head, liner, shell and screws with tritanium revision components. It was also noted that when taking the head off, surgeon noticed significant corrosion inside the head. All explained items will returned for investigation.

Event description:
It was reported that surgeon was doing a left hip revision due to mal position of cup. Primary case was done in (B)(6) in 2009. Surgeon replaced head, liner, shell and screws with tritanium revision components. It was also noted that when taking the head off, surgeon noticed significant corrosion inside the head. All explained items will returned for investigation.

Manufacturer narrative:
An event regarding malposition involving a trident shell was reported. The event was not confirmed. There is evidence of revision damage and biological matter on this proximal surface. A view of the inside diameter of the trident shell showed that there is some damage to this surface that most likely occurred during the revision process. Some burnishing damage was observed in one screw hole, indicating that a screw may have been used in conjunction with that hole during the initial implantation. It was unable to be determined whether the screw used to remove the head during revision was engaged within this shell hole. A material analysis report concluded that screw was likely used with the trident shell during the initial implantation; however, no evidence indicated that the screw used to remove the insert was involved in the initial implantation. No material or manufacturing defects were observed on the components examined. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received.